Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noisy signals during the implant procedure. At first the noisy signals were not sensed by the device, however after defibrillation threshold (dft) testing, the noise was oversensed by the device. Subsequently, the pocket was reopened and the rv lead was disconnected and re-inserted into the device. It was suspected that the root cause of the noisy signals was the presence of air bubbles in the device header. No further noisy signals were seen on the electrogram. This product remains in service. No additional adverse patient effects were reported.